Manufacturer narrative:
The provided calibration data did not show a sign of an instrument related problem. The quality control data for total psa and ca 125 ii are within acceptable values. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys total psa immunoassay (tpsa) and one sample tested for elecsys ca 125 ii assay (ca125) on a cobas e 411 immunoassay analyzer (e411). Of the two samples, one sample tested for ca125 is reportable as a malfunction. The erroneous result from this sample was not reported outside of the laboratory. The sample initially resulted with a ca125 value of < 0.6 u/ml, which repeated as 28.51 u/ml. No adverse events were alleged to have occurred with the patient. The ca125 reagent lot number was 286631, with an expiration date of march 2019.